Event description:
Boston scientific received information that this patient¿s pre-discharge check was normal. However, the patient¿s hospital stay was extended to adjust medication. The boston scientific representative was contacted to perform a device check as the patient was exhibiting non-sustained ventricular tachycardia (170 bpm range). Device had been programed to a 3-tier therapy zone (vt-1 160 bpm in monitor only zone, vt zone at 180 bpm, vf zone at 220 bpm). Subsequently the physician elected to change the vt-1 zone to 150 bpm with atp therapy programmed. The local representative reported that a couple days later the patient developed a slower ventricular tachycardia (vt). Although anti-tachycardia pacing (atp) was unsuccessful the arrhythmia was self-terminating. Atp therapy was re-programmed. At that time, swelling of the device site had been observed and a hematoma was identified. The patient presented to the operating room where a drain was inserted at which time it was noted the device was exposed through the skin. During a subsequent device check a prior episode that had occurred after the initial reprogramming was reviewed which showed termination of vt with three bursts of atp. The physician elected to start the patient on mexiletine. Recently, the device was checked again for wide complex tachycardia. An episode was reviewed which identified vt with rates in the 150 bpm range. Atp was delivered but was unsuccessful at terminating the arrhythmia however the arrhythmia was presumably self-terminating.

Manufacturer narrative:
(B)(4). The patient presented for system explant. At the start of the procedure, the patient's underlying rhythm was alternating between apvs at ddi 30 and asvs in the 30s. Following device explant, the patient developed sinus bradycardia with rates in the 30 bpm range. Dopamine was started to increase the heart rate. The patient developed ventricular fibrillation (vf) requiring cardiopulmonary resuscitation and external defibrillation. Patient was transported to the intensive care unit. Additional information received indicates that this patient was discharged with order in for lifevest and will have follow-ups as needed. There have been no additional adverse patient effects.